Event description:
It was reported that an underinfusion occurred with an infusor. This occurred during patient infusion of 5-fu and saline. The reporter stated that the infusion was expected to be completed in 46 hrs, but approximately 30% of the drug solution still remained. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review could not be completed as the lot number is unknown. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13f078: june 19, 2013 - june 21, 2013. The device was returned for evaluation with approximately 65 ml of fluid in the bladder. The fluid was drained from the device and flow was visually observed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was subsequently conducted. At the end of the flow test period, the flow rate was found to be in specification of the product. Therefore, the evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.